Event description:
Follow up information was received from the clinic which indicated the patient had been seen for a device check since the patients report. The clinic indicated the patients reported symptoms did not appear to be related to the device which was operating normally and required no intervention or reprogramming.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported by the patient approximately two weeks post implant that the device was maintaining the patient's heart rate around "80" when sitting still and has noted their heart rate up to "105" when walking and the patient felt that rate was too high. The patient was concerned with the programming of the device. Also, the patient was concerned with bruising at the implant site. The device is still in use. No patient complications have been reported as a result of this event.